Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) level of 90 mg/dl with a downward trend arrow on the ilet device. The user had experienced a previous extended high bg after a meal announcement, followed by a correctional dose, and then a subsequent low bg event reaching 40 mg/dl. The user called emergency medical service (ems), was transported to the emergency room (ER). Symptoms included sweating, anxiety, and dizziness. No long-term health effects were reported, and the user's bg was stabilized with intravenous glucose and fluids during the hospital visit. The user was not admitted and was released on the same day.